Event description:
After deployment of a sapien xt valve, the patient's aortic pressure increased and then suddenly dropped and a pericardial effusion was noted on tee. A sternotomy was preformed and the patient was placed on bypass. A tear was noted in the left ventricle extending up to left main. The sapien xt was explanted and a surgical valve was placed. The patient left the or intubated and on inotropes. As reported a sapien xt case was planned and it was between a 26mm and 29mm valve implant. A bav (balloon valvuloplasty) was performed with a 25x4mm edwards balloon catheter. There was slippage of the balloon into the aorta and a second balloon inflation was performed and again the balloon slipped into the aorta making it difficult to determine if there was a good seal. A third balloon inflation starting lower in the left ventricle was considered; however, the decision was made to place a 29mm valve without addition bav to confirm size. Per report, the perceived cause of the left ventricular rupture was oversizing of the valve. The native annulus measured 24mm by tee and 22.7x27.8mm with an area of 491mm2 by CT. There was mild native calcification, moderate leaflet calcification and mild calcification in the aortic root was reported.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, inaccurate assessment of annulus size may have contributed to valve oversizing and subsequent lv rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.